Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a hole in the right side of the back of the cassette. The patient was advised to let the cycler dry until the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient also has not reported any issues with using the cycler and pd treatment. The pdrn could not confirm if the patient was able to complete treatment or if the cassette was available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a hole in the right side of the back of the cassette. The patient was advised to let the cycler dry until the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient also has not reported any issues with using the cycler and pd treatment. Upon further follow up, the pdrn spoke with the patient at the clinic and stated the patient was able to complete treatment the day of the event. Additionally, the cassette was no longer available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a hole in the right side of the back of the cassette. The patient was advised to let the cycler dry until the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient also has not reported any issues with using the cycler and pd treatment. Upon further follow up, the pdrn spoke with the patient at the clinic and stated the patient was able to complete treatment the day of the event. Additionally, the cassette was no longer available to be returned for physical analysis.